Event description:
It was reported that upon insertion, the cuff would not inflate. The tracheostomy tube was removed, and the patient was re cannulated. A leak in the pilot balloon seam was observed.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.